Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered that the customer had an issue with the 2.1 pocket a3, which had failed due to some form of spillage. After some time, the pockets could be placed in the drawer without any problems. However, following recent notes and discussions with the customer, it was determined that they wished to replace the moab for comfort, as there had been an incident within the drawer. To avert future complications, the placement of the moab was deemed necessary, which the customer provided. The drawer was successfully replaced and functioned without any malfunctions or delays after configuration and user application, allowing the customer to successfully test the pocket within the user application. The system functioned as intended after the field service engineer repaired the device.